Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The pwa (printed circuit board) is expected to be returned for investigation. It has not yet been rec'd. The customer contact reported pwa in the device was replaced during testing at the user facility. The device then passed testing at the user facility and was returned to clinical service. This report represents all the info known by the rptr upon query by hospira personnel.